Manufacturer narrative:
Product event summary:the lead was not returned for analysis. However, performance data collected from the device was received and a nalyzed.analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range,right ventricular pace impedance steady at approximately 345 ohms through (B)(6) 2016, rises out of range on (B)(6) 2016, the criteria for the right ventricular lead integrity alert were met,lead integrity warning triggered on (B)(6) 2016 for lead impedance and ventricular- sensing integrity counter (sic),oversensing due to non-physiologic signals/sic (sensing integrity counter),36 ventricular- sensing integrity counter (sic) since last session 17.44 hours ago.

Event description:
It was reported that the patient's lead had high pacing impedance. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.